Event description:
Reported by the complainant as follows... The testing procedure was normal. But in use, the cuff deflated in 5 minutes. This event has been reviewed and deemed a malfunction that is likely to lead to a serious adverse event if it were to recur. The cuff on an ett holds the tube in place and allows the pt ro receive ventilation through the tube. An intubated ventilator dependent pt would not be adequately ventilated if the cuff was not inflated and would therefore require reintubation. The pt would be at risk for falling o2 saturation and potentially suffer hemodynamic instability.

Manufacturer narrative:
Reported to the FDA on november 04, 2011.